Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was broken, there were scratches on the keypad, and missing 3 rubber feet. Force sensor test error (from the broken plunger head) found in pump event history log. Broken plunger assembly was found at visual inspection. The right plunger case was badly broken and components were rattling inside plunger assembly. This root cause of this issue was a result of the customer's physical damage to the device. Replaced right plunger case and reassembled plunger assembly, replaced components inside plunger assembly as needed and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump's plunger assembly was broken. No patient injury was reported.